Event description:
Through edwards hotline, it was reported that 27mm 3300tfx valve implanted in the aortic position, was explanted after an implant duration of four (4) years, five (5) months due to calcification of the leaflets and symptomatic stenosis. The explanted valve was replaced with a 11500a valve. The patient was discharged to home on pod #3 in a stable condition.

Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Manufacturer narrative:
Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Multiple requests for additional details regarding this event (i.e., medical records) have been performed; however, no additional information has been provided. The subject device is also unavailable for evaluation as the it remains implanted in the patient. Therefore, the reported event could not be confirmed. There is currently insufficient information to determine the root cause of this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any additional information is received, a supplemental report will be submitted accordingly.

Event description:
Through edwards hotline, it was reported that 27mm 3300tfx valve implanted in the aortic position, was explanted after an implant duration of four (4) years, five (5) months due to calcification. The explanted valve was replaced with a 11500a valve. No additional information has been provided.